Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted with minimal mr reduction. A second clip delivery system (cds) was advanced to the mitral valve; however attempts to grasp the leaflets were unsuccessful as the posterior mitral leaflet continued to fall out of the clip when lowering the grippers resulting in a chordal rupture. The second cds was removed and the procedure completed with the mr remaining at a grade of 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on available information, the reported failure to grasp the leaflets appears to be related to challenging patient anatomy. The reported tissue injury was related to the unsuccessful leaflet grasping. Additionally, the reported patient effect of tissue injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances as no further treatment was performed to treat tissue injury. There is no indication of a product quality issue with respect to manufacture, design or labeling.